Manufacturer narrative:
The referenced device was returned to olympus for service. The service inspection confirmed the customer¿s reported problem, intermittent no image is displayed when the cable unit is manipulated. Additionally, the cable unit failed the air/water leak test. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (B)(4) was informed by the nurse at the nurse at the user facility that the customer camera head has a connection issue, ¿no image showing¿. The reported problem was found during inspection before use. No death, injury or harm was reported. The device will be returned for service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a faulty cable. The cable failed a pressure leak test, it¿s probable the loss of image occurred due to the water leak from the cable. However, the root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.